Event description:
It was reported that during an unknown procedure, the blade tip broke off the device. A second device was used. No other information was available. No device being returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.